Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number 2017865-2021-36363. During follow-up, increased capture threshold was observed on the right ventricular (rv) channel. During a revision procedure, blood was observed in the device header at the df-4 connection via the silicone seal. During the procedure, old blood was also observed in the rv leads insulation due to possible insulation damage, although no defect could be found. The event was resolved by explanting and replacing the device. The rv lead remains implanted and active. The patient was in stable condition.

Event description:
Additional information received indicated noise resulting in oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed but revealed no anomalies. The event was resolved by capping and replacing the rv lead.